Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (600 mg/dl at its highest) and the cause was not known. Insulin injections and correction boluses were delivered to address high bg. The contact saw insulin exiting the tubing and acknowledged the pump was delivering insulin. The contact declined tandem technical support's offer to troubleshoot. Reportedly, the infusion set was changed.